Event description:
A drill bit broke in the skull of a pt during surgery. The doctor used an instrument to unscrew and remove the broken drill bit from the skull. This event caused the surgery to be prolonged by 10 mins. It was reported there was "no incidence on the pt".

Manufacturer narrative:
The surgery was extended by 10 mins. This was the amount of time it took to unscrew the drill bit and find a new one. There was no incidence on the pt due to the malfunction.